Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that during preparation, the operator touched the 3.00x48 mm xience skypoint stent. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Do not manipulate, touch, or handle the stent, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible that inadvertent mishandling during preparation of the device or while attempting to insert the device over the guide wire may have contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that during preparation, when attempting to place the 3.00x48 mm xience skypoint stent delivery system (sds) on the guide wire, the stent was touched and then the stent dislodged from the sds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.